Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing low blood glucose of 40 mg/dl and the emergency medical service were called. Customer said that this occurred several times in within three weeks. Customer also reported of receiving motor error alarms. Customer declined troubleshooting due to insulin pump being replaced. Insulin pump is not expected to return for failure analysis.